Manufacturer narrative:
With all the available information (in the absence of product return), boston scientific has concluded that inadequate stimulation, lead extension damage and high impedances are known inherent risks of using the device as documented in the instructions for use (IFU). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The lead extension was discarded by the facility, and as such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the device was used per the IFU product label. Additionally, labeling states failure or malfunction of any part of the device including open circuits, lead extension breakage, loss of adequate stimulation are noted within the IFU and are known inherent risks with the use of deep brain stimulation (dbs). The lead extension was discarded by the medical facility and not returned. As such, physical analysis has not been conducted in our laboratory. However, based on objective evidence from the field and the labeling review, engineers have concluded that inadequate stimulation, lead extension damage and high impedances are known risks of implanting a lead extension as part of a system to deliver dbs. Section b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an inadequate therapeutic response and recurrence of pre-existing tremors. Functional testing revealed high impedances. Attempts to reprogram around the high impedances were attempted however were unsuccessful. During the subsequent procedure, the lead extension was found to be bent and was replaced with another lead extension of the same model. Device analysis was not performed, as the component was discarded by the facility. The patient recovered well postoperatively and is currently achieving adequate tremor control.

Manufacturer narrative:
Section b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an inadequate therapeutic response and recurrence of pre-existing tremors. Functional testing revealed high impedances. Attempts to reprogram around the high impedances were attempted however were unsuccessful. During the subsequent procedure, the lead extension was found to be bent and was replaced with another lead extension of the same model. Device analysis was not performed, as the component was discarded by the facility. The patient recovered well postoperatively and is currently achieving adequate tremor control.